Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that unit dermatom was not working properly. It would not cut an even graft and cut only small amounts. The event timing was during surgery and there was a surgical delay of 1-15 mins. There was an alternate device use to complete the procedure and an additional tissue harvest was required. No additional patient consequences were reported as a result of this malfunction.

Event description:
No additional information received.

Manufacturer narrative:
The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) were reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using query for all repairs on serial number (B)(4), the device was noted to have been previously repaired once for the device having low power when activated on 18 november 2016. The reported event was confirmed by the service technician who inspected the device. On 14 september 2018, it was reported from (B)(6) hospital that a dermatome was not working and was not cutting correctly; was only cutting small pieces. The customer returned a zimmer electric dermatome, serial number (B)(4), and a power supply for evaluation. Evaluation of the device at zimmer taiwan on 17 october 2018 noted that the motor, handpiece switch, reciprocating arm, bearings, o-ring and a seal were all defective. Upon further inspection, the device was able to be run within recommended motor speed specifications, but failed side to side readings at all four settings. The device was repaired on 18 october 2018 and involved replacing the noted defective components and recalibrating the device. The technician verified that the device was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. The cause of the reported not cutting and not working was due to the device being out of calibration at all four settings. A poorly calibrated device would cause the dermatome to not take a graft properly and can inadvertently cause injury to the patient during use. While the service technician did find multiple failures on the device during his evaluation and the calibration issue can be attributed to the poor cutting and the device not working, it cannot be determined from the information provided what was done that cause the loss of calibration on the dermatome. Therefore, based on the information provided, a specific root cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.